Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3332141. 1-this batch of products were assembled at intima ii auto line 2 in dec 2023, and packaged at r240 package line in dec 2023. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter the child was hospitalized for acute pneumonia, and on (B)(6) 2024 the nurse complied with the doctor's orders for the child's intravenous infusion treatment, using the product, and after opening the package found that there was a foreign body inside the heparin cap of its indwelling needle, which was immediately replaced. There was no adverse effect on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.